Event description:
Per medwatch report: "unable to get o2 (oxygen) saturation with finger of forehead probe." The customer additionally reported the sensor was reading then it was not reading. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.